Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the reported information, no product deficiency was identified.